Event description:
It was reported that a proultra tip #5 separated in a patient's tooth. The separated piece was retrieved without injury.

Manufacturer narrative:
Though the separated tip was retrieved and there was no report of patient injury, there have been previous reports of this malfunction in the past two years that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function (though such intervention is inadvisable per expert opinion provided by dr). The device was returned for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.